Event description:
Explanting physician reported capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: a review of the device noted deformation.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22/feb/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan device.